Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, hemolysis, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes several tubes have hemolyzed. The following information was provided by the initial reporter: customer has many tubes with this lot number that are hemolyzed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes several tubes have hemolyzed. The following information was provided by the initial reporter: customer has many tubes with this lot number that are hemolyzed.

Manufacturer narrative:
Brand name: medical device brand name: bd vacutainer® sst¿ ii advance plus blood collection tubes. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.